Event description:
It was reported that during a pneumonectomy the tumor had been resected and the pvs fired several times on vessels with no issues. The surgeon decided to extend the dissection to include some more tissue as he believed the tumor had extended further than his original resection margin. The final part of the dissection involved transecting a large pulmonary artery branch. The vascular clamp was positioned on the pa branch and the pvs was placed proximal to the clamp. The pvs was position on a pulmonary artery branch and fired according to the IFU, with the tissue proximal to the knife cut line. No ties or metal work were in the jaws, and the stapler fired as expected. The surgeon removed the stapler from the vessel and remembers observing a staple line. Once he removed the vascular clamp, the artery avulsed and the patient started bleeding profusely. After several hours of trying to transfuse the patient and control the bleed, the patient sadly passed away on the table. The surgeon felt at the time, that the pvs was not at fault, but on reflection, he would like me to log this complaint for due diligence, so that we can check this lot number against other global pvs complaints, in order to rule out the stapler as a potential cause. At this time it is still unknown exactly what caused the bleed that led to the patient death.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. D4: batch #x96f6w. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pve35a with lot/batch number x96f6w, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? Can it be clarified what is meant by ¿extending the resection¿? Please explain why dividing pulmonary branch in the conduction of a pneumonectomy as the procedure involves dividing the main pulmonary not the branch? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Is an autopsy available? At this time does the surgeon believe that the pvs device caused or contributed to the patient death or were there other contributing patient factors? What was the cause of death? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Please provide 3 thirty-minute windows of time (eastern us time) the surgeon is available, and our team will choose the one that the most team member can participate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 5/12/2023. Additional information was requested and the following was obtained: what was the indication for surgery? Cancer. Can it be clarified what is meant by ¿extending the resection¿? An additional nodule was found which was not anticipated. This resulted in the surgeon resecting more of tissue and ligating more of the blood supply than anticipated. Please explain why dividing pulmonary branch in the conduction of a pneumonectomy as the procedure involves dividing the main pulmonary not the branch? Unsure- awaiting response from surgeon. What is the surgeon¿s experience with the pvs device? The surgeons is an experienced pvs user. Been using this device on thoracic vessels for over 3 years. What was the approximate width of the compressed vessel? 6mm compressed. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes- he believed so. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were there any difficulties with the device or staple formation during the initial procedure? No how was the post-op bleeding identified? The bleed occurred intra operatively as soon as the vascular clamp was removed. How many days postoperative was the bleeding identified? There was no post op bleeding- the bleeding occurred intraoperatively and resulted in a fatality on the operating table. What was the total estimated blood loss (ml)? Unsure- many litres- no specific quantities given. Was a transfusion required? Unfortunately the patient was transfused intraoperatively but this was unsuccessful in saving their life what was the pre and postoperative anti-coagulant and pain management protocol? Unsure- awaiting response from surgeon was the bleeding intraluminal or extraluminal? Unsure. Was there calcification of tissue that impeded clamping or cutting? Unsure- awaiting results of post mortem. Were there any pre-exiting patient conditions? Yes, cancer, poor lung function, poor cardio vascular function, shortness of breath. Is an autopsy available? Awaiting results. At this time does the surgeon believe that the pvs device caused or contributed to the patient death or were there other contributing patient factors? He believes there were patients factors at play. The cause of death at this stage is unclear. What was the cause of death? Unclear.